Manufacturer narrative:
The pump has not been requested to be returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose in the 400s mg/dl with moderate ketones, polydypsia and polyuria associated with an inaccurate delivery issue. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was revealed that the bolus totals matched the patient¿s programmed settings and were recorded as programmed. The patient was able to deliver one unit via air bolus while on the phone with cts which was recorded correctly in the pump¿s history. Also during troubleshooting, it was noted that boluses said 0 of 0 u delivered; the user was unaware that a total must be manually inputted to the pump once the calculator gave the recommended dose. This complaint is being reported because the patient allegedly experienced hyperglycemia as a result of use error in entering the incorrect bolus type and overriding the dosage recommended by the bolus calculator feature.